Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. Eval revealed that the all keypad buttons responded appropriately to presses. It was observed that the down arrow button key contact was misaligned. There was evidence of keypad adhesive found under all button key contacts. The keypad issue was initially observed by a nurse and the pt during the pt's hospitalization. The hospitalization is unrelated to the keypad complaint, and has been documented and reported separately.

Event description:
Keypad button presses do not activate intended pump response. A nurse reported that the keypad buttons are overly-responsive. She stated that a single button press to turn on the pump causes scrolling. F/u with the pt revealed that there were no issues with the keypad buttons prior to this incident, and the buttons had been responding appropriately. The pt stated he had been off the pump, and when the nurse attempted to power on the pump to start him back on it, the scrolling occurred. He denied physical damage to the rubber keypad; denied that the pump has been exposed to moisture or cleaning products; and stated that he wears the pump in a leather case.